Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated via radio frequency (rf) telemetry. Abbott technical support was contacted and firmware download was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.